Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the pt underwent stenting of the mid rca (pre-dilated) with a xience v stent in 2007. In 2008, the pt experienced stable angina class ii. The pt was scheduled for elective angiogram done at approximately two weeks later. The proximal rca showed >= 70% and <100% stenosis and pci was performed. There is no additional event or pt info available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident. Angina and stenosis, as listed in the xience IFU, are known potential adverse event of coronary stenting. The hospitalization reported resulted from the pt effects and subsequent treatment by pci. There was not report of damage to the sds which could have contributed to the subsequent pt effects. Although a definite root cause for the angina and stenosis and the relationship to the device, if any, cannot be determined, there are no indications of a product quality issue which could have contributed to the outcome of the procedure.